Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that there was also loss of lv capture at maximum outputs in all configurations. The impedance measurements were greater than 2500 ohms, and a suspected lead fracture was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.